Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The reported allegation was confirmed. A visual inspection of the device noted no irregularities to contribute to the allegation from the field. The device passed labeled longevity calculations and passed the returned products test which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device appears to be operating near a bin edge. The discrepancy in the amount of time remaining change in a short period of time was the result of the device calculating the device longevity based on current in one bin and then switching to a high bin causing an earlier than expected elective replacement time (ert).

Event description:
Boston scientific received information that this pacemaker had two years remaining upon check but then declared elective replacement time (ert) six months after. Boston scientific technical services (ts) then discussed to save all files for engineering analysis. The health care professional (hcp) will just call when the patient will be in the office. Attempts to obtain pertinent additional information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--